Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
The description states "during colonoscopy a smudge appeared on the lens and surgeon was unable to clean the smudge off the lens." The date of the incident was not referenced. The date of event is unknown. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was concluded that environmental factors make it difficult to remove dirt from the lens.